Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer performed maintenance to the instrument which included change and recalibration of the axsym probes, and meia optical and pipette checks. The customer used the same reagent and calibrator combination on another instrument and obtained error code 1010 (master calibration failure, m-cal 2, deviation too large). The customer ordered a new calibrator lot. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.